Event description:
No other incident information was provided however the device was received. Please see d10, h6 and h11.

Manufacturer narrative:
Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Investigation conclusion the investigation of the returned web system found broken wires on the web implant and the pusher kinked at the distal section of the hypotube and at the hypotube-to-connector junction, which is consistent with the device causing or contributing to the friction within the microcatheter as described in the reported event. However, due to the broken web implant wires, the investigation could not test for or further assess the alleged deployment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken implant wires, but the damage is consistent with the device experiencing forces exceeding the implant's tensile strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
As reported: during treatment of cerebral aneurysm, during insertion into the microcatheter, the physician felt abnormal friction on the embolization device. After the embolization device reached the lesion, the aneurysm ruptured due to incorrect manipulation during the procedure. Although the embolization device was attempted to be fully deployed, the proximal end of the device was unable to be fully opened. With blood flowing out of the vessel, it was difficult to confirm whether the embolization device was properly deployed within the aneurysm or whether the device protruded from the ruptured portion of the aneurysm and was deployed outside the vessel. The embolization device was removed from the patient and replaced with a larger embolization device. The replacement embolization device was deployed proximally to the anterior cerebral artery and hemostasis was performed by occluding blood flow with a balloon. A CT scan was performed to determine the extent of the hemorrhage, which revealed a mild subarachnoid hemorrhage. After the above endovascular treatment, ventricular drainage was performed immediately. Antiplatelet agents (details unknown) were given. The case was successfully completed. The patient¿s subsequent condition is noted as ¿the patient is still alive." No other incident information was provided.

Manufacturer narrative:
Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.